Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level was 43 mg/dl. Customer experienced nausea, diarrhea and treated their high blood glucose with food. Customer advised they have had bent cannulas and no delivery alarms in the past. Customer has 1 small air bubble inside the tubing. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.